Event description:
It was reported that a cartridge alarm occurred with multiple cartridges during the load sequence. The customer's blood glucose level was 91 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy.